Manufacturer narrative:
(B)(6) investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, the delivery system balloon tore.  The insertion of the commander delivery system into the esheath was reported to be ¿highly unsmooth¿.  While the 29mm sapien 3 valve was being deployed, the balloon did not expand.  The devices were removed with no consequence to the patient.  Once the physician withdrew the delivery system with esheath, a balloon rupture was detected.  The physician believed that when the sapien 3 valve moved from the mounted spot to the balloon, the valve frame or mounted force caused the balloon rupture.  A new delivery system was used and the valve was implanted.

Manufacturer narrative:
Images and the delivery system were returned to edwards lifesciences for evaluation. The images show the device after the procedure. The balloon was observed to be torn with the balloon wings exposed. The delivery system underwent visual and dimensional inspections. Visual analysis of the device revealed the crimp balloon was torn proximal to its bond to the inflation balloon and the balloon wings are exposed. Gouges were also observed on the flex tip. Due to the condition of the returned device (balloon torn), no functional testing was performed. The complaint was confirmed by visual inspection. During dimensional testing, crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. Of note, the area distal to the tear could not be measured as that area consists of the I/c bond. All measurement taken were found to be within specification. During manufacturing, the delivery system underwent multiple 100% inspections. The inflation balloon was 100% inspected for fish eyes, crow¿s feet, deformation, gel spots and contamination. Additionally, the inflation balloon was 100% inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the crimp balloon component was 100% inspected for balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes and gel spots. During manufacturing, the equipment parameters were verified to ensure correct settings being used for laser bonding (crimp balloon to inflation balloon). After bonding, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. The device underwent 100% final inspection by manufacturing and quality. The entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were then 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, the lot underwent product verification (pv) tests samples. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. Review of history for the lot revealed no other complaints for ¿balloon ¿ torn¿. A review of the complaint history from may 2017 to april 2018 revealed other returned complaints for the edwards commander delivery system (9610tf and 9600lds, all sizes) for ¿balloon ¿ torn¿. No manufacturing non-conformances that would have contributed to the complaint were identified. A review of the complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category of ¿damaged¿. The commander delivery system instruction for use, the system preparation manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified in the returned device. A review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Although characterization of the patient aorta was not provided, if the physician performed the valve alignment process in a bend, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. The gouges on the flex tip are indicative of valve diving. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, the root cause for this complaint may be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. No corrective or preventive action is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.